Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 36-year-old female patient who had essure (batch no. C91745) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 2 months 20 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse/dyspareunia"). On (B)(6) 2015, the patient experienced migraine ("migraine headaches/migraines"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea"), menorrhagia ("abnormal menstrual bleeding; prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches") and pelvic pain ("pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge") and uterine pain ("uterine pain"). The patient was treated with cyclobenzaprine hydrochloride (flexeril) and surgery (patient underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, migraine, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved and the vaginal haemorrhage, headache, pelvic pain and uterine pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014, essure device used without complications; 2 essure rings seen protruding ostia into uterine cavity on left. 7 essure rings seen protruding from ostia into uterine cavity on right. On or about (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: fallopian tubes were bilaterally occluded on (B)(6) 2015, surgical pathology report revealed fibrous tissue with endometriosis.essure implant 1 measured 7.5 cm in length and essure implant 2 measured 7.1 cm in length. Each one of these implants had a long coil of metal with another coil of metal entangled. Most recent follow-up information incorporated above includes: on 3-mar-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), headaches, pain and uterine pain. Lot number received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 36-year-old female patient who had essure (batch no. C91745) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo-provera from 2010 to (B)(6) 2014. Concurrent conditions included body mass index normal and hyperthyroidism since 2013. Concomitant products included levothyroxine since 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 2 months 20 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse/dyspareunia"). On (B)(6) 2015, the patient experienced migraine ("migraine headaches/migraines"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea"), menorrhagia ("abnormal menstrual bleeding; prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches") and pelvic pain ("pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge") and uterine pain ("uterine pain"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), antibiotics, ibuprofen and surgery (patient underwent a bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, migraine, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved and the vaginal haemorrhage, headache, pelvic pain and uterine pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014, essure device used without complications; 2 essure rings seen protruding ostia into uterine cavity on left. 7 essure rings seen protruding from ostia into uterine cavity on right. On or about (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: fallopian tubes were bilaterally occluded on (B)(6) 2015, surgical pathology report revealed fibrous tissue with endometriosis. Essure implant 1 measured 7.5 cm in length and essure implant 2 measured 7.1 cm in length. Each one of these implants had a long coil of metal with another coil of metal entangled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding; prolonged menses;"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (patient underwent a bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, migraine, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, her has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.